Event description:
A consumer reported the patient didn¿t use the implantable neurostimulator (ins) because the ¿battery ruptured or something¿ and ¿it¿s been deactivated.¿ when further clarification was requested the consumer stated all they knew was that the patient had a ¿big burn spot on their rear end¿ from the ins battery. It was noted the patient had a pump and an ins and the problem was that if they took the pump out they also needed to take the ins out and the same doctor would be removing both devices. The consumer wanted to know when it was appropriate to get the pump removed. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.